Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date, evaluation codes. Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the both implants were still loaded in the needle and hadn't been deployed. Also,the shaft of the device was found to be bent in the middle of the insertion part of the mechanism. It is clear that excessive force was applied to the device which caused the device to bend. A root cause for the reported failure can be attributed to user misuse, in that excessive force was applied to the device. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (5l81954 ) combination per qlink search performed on (B)(6)2019. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (5l81954 ) combination per qlink search performed on (B)(6)2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a meniscal repair procedure on (B)(6) 2019, when their truespan peek 12 degree was opened and before the surgeon inserted the device onto the skid, he noticed a bend in the middle of the insertion part of the mechanism. No implants from the device were implanted in the patient. The procedure was completed with another like device with no patient harm or surgical delay to the case. This is report 1 of 1 for (B)(4).